Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer reported to baxter that he received alarm message on the homechoice (hc) cycler. The home patient (hp) said that it was a faulty cassette. Product surveillance contacted the home patient (hp) regarding the reported event. The hp could not recall the date of the alarm occurred or the alarm. The hp stated they started over with new supplies. The hp stated they did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated they discarded the sample, and provided the lot number. The hp stated that they were able resume therapy successfully with new supplies. The patient was involved, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of an unspecified alarm. This complaint was not confirmed in the lab due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The patient stated they started over with new supplies and they did not notice any visible damage or abnormalities with the cassette that was in use. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.